Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
During a pvc mapping procedure, a pericardial effusion occurred. An inquiry steerable decapolar catheter was advanced into the coronary sinus, after which the patient became hypotensive and bradycardic. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.